Event description:
No additional information was provided

Manufacturer narrative:
Sample investigation and DHR. The customer reported air in line past the filter, and returned one used sample of material 2202-0007, lot 23085143. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the leak was found form the middle of tubing in between the filter and pump segment. Complaint of tubing leak verified. After investigation, the damage in the tubing reported by the customer could not be replicated in the production process. The failure mode was not found to be related to the manufacturing process, and the root cause is unknown. Device history record review for model 2202-0007 lot number 23085143 was performed. The search showed that a total of 26,883 units in 1 lot number was built on 09aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was damaged the following information was received by the initial reporter with the following verbatim description as reported : (B)(4) cust. Lodged multiple complaints re: material 2202-0007. 1ea reported as tubing noted to have hole in it when priming lipids. Not used on patient, no harm. 1ea reported large amount of air in tubing after going through filter + close to patient. This amount of air could be life threatening to the patient. Occurred while in use with patient, no serious injury/harm done but near miss.